Event description:
It was reported to st. Jude medical that the lead was explanted due to an insulation break. The pace/sense impedance dropped below 200 ohms along with a rise in the capture threshold.